Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was observed during fill five of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, the caregiver could not identify the location of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.